Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and confusion and the right ventricular (rv) lead exhibited low amplitude r wave measures. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and confusion and the right atrial (ra) lead exhibited low amplitude r wave measures. The lead remains in use. No further patient complications have been reported as a result of this event.